Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted and post implant x-ray showed the electrode a little high and a separation of the upper side of the device with the thorax. The health care professional (hcp) tested the system and the impedance was always adequate. The physician decided to reposition the system and the doctor confirmed the device was now well implanted and the electrode moved lower. X-ray was performed the next day and the electrode position was better, and the device is still kind of separate between the upper side of the device and the thorax. Technical services (ts) discussed this might be related to the specific condition of the patient. The system and shock impedance are still adequate. The patient will be discharged and followed on latitude. The s-ICD system remains in service. No additional adverse patient effects were reported.